Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned.

Event description:
Healthcare professional reported right side textured to smooth exchange and a rupture. Healthcare professional reported right side double capsule via rga. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side textured to smooth exchange and a rupture. Healthcare professional reported right side double capsule via rga. Device has been explanted and replaced.